Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer is in the hospital with signs of diabetes ketoacidosis. The nurse stated that the customer was not available at time of call to troubleshoot. It was stated that the customer has been having issues with elevated glucose level. An hr later, the customer called and stated that the insulin pump no longer beeps while alarming, and he requested a replacement of the insulin pump. No further info was provided.